Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that "a spinal fusion was performed on my l5 and l6..." Using rhbmp-2/acs. The patient "ended up with excessive bone growth and I required an additonal surgery a year later to remove the bone growth. I developed an infection and had to have another surgery to clean it out. I have permanent nerve damage that causes extreme pain in my hips, legs, and feet."